Manufacturer narrative:
Quality safety evaluation of ptc received on 26-may-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("small perforation in fundus") and medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 629145, 628441) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the uterine perforation, medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device, medical device removal and uterine perforation to be related to essure. The reporter commented: small perforation in fundus-hemostatic <100cc observed throughout procedure, fluid deficit. Right tube- 3 attempts successful placement. 1st 2 attempts went in ostia easily, but when coil displaced coil was sitting in uterus not in ostia. Coil retrieved with hysteroscope graspers. Successful placement of coils. 2 coils each side. Patient tolerance was excellence. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporter (medically confirmed) was added. Event "small perforation in fundus" was added. Lot number ((B)(4)) and insertion details were provided. Company causality comment this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2017, and reported adverse events including small perforation in fundus and device removal. The plaintiff had a surgery for essure removal. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case the perforation was noticed during the insertion procedure. The removal date and cause were not specified in this case. This case was classified as incident since a device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis update is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("small perforation in fundus/ perforation"), device dislocation ("migration"), device breakage ("fracture of the device"), genital haemorrhage ("abnormal bleeding") and genital pain ("abnormal genital pain") in a (B)(6) year-old female patient who had essure (batch no. 629145, 628441) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), genital pain (seriousness criterion medically significant) and complication associated with device ("device complication"). The patient was treated with surgery (had surgery to remove the essure), surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation, device breakage, genital haemorrhage, genital pain and complication associated with device outcome was unknown. The reporter considered complication associated with device, device breakage, device dislocation, genital haemorrhage, genital pain and uterine perforation to be related to essure. The reporter commented: small perforation in fundus-hemostatic <100cc observed throughout procedure, fluid deficit. Right tube- 3 attempts successful placement. 1st 2 attempts went in ostia easily, but when coil displaced coil was sitting in uterus not in ostia. Coil retrieved with hysteroscope graspers. Successful placement of coils. 2 coils each side. Patient tolerance was excellence. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 01-nov-2017: event medical device removal deleted and events migration, fracture of the device, abnormal bleeding, painful pain and event perforation was clubbed with previously reported event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("small perforation in fundus") and medical device removal ("device removal") in a (B)(6)-year-old female patient who had essure (batch no. 629145, 628441) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the uterine perforation, medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device, medical device removal and uterine perforation to be related to essure. The reporter commented: small perforation in fundus-hemostatic <100cc observed throughout procedure, fluid deficit. Right tube- 3 attempts successful placement. 1st 2 attempts went in ostia easily, but when coil displaced coil was sitting in uterus not in ostia. Coil retrieved with hysteroscope graspers. Successful placement of coils. Two coils each side. Patient tolerance was excellence. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one was described in patient's medical records: uterine perforation. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.